Manufacturer narrative:
Device passed the displacement test, basic occlusion test, occlusion test, prime test, rewind test and excessive no delivery test. No excessive no delivery alarm noted during the testing.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump was giving them a no delivery alarm. Their blood glucose level was over 300 mg/dl. Their blood glucose kept rising and went up to 508 mg/dl. Troubleshooting was performed. Insulin exited during the prime process. They performed another prime and insulin exited without a no delivery alarm. The customer will change out the infusion set and treat their high blood glucose. The device will not be returned for analysis.